Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure it was noted that right ventricular (rv) lead exhibited over sensed noise, failure to sense and delivered inappropriate shocks. The lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.